Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose between 358-800 mg/dl and high ketones. Additionally, the customer had a "busted" lip. Reportedly, the customer was intubated. Reportedly, a resume pump alarm occurred. The customer was treated with intravenous saline and insulin. It was reported that customer suffered possible heart damage. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding resume pump alarm and hospitalization; however, no additional information was obtained.